Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary narcotic drawer was not detected despite multiple reboots and manual opening attempts. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the narcotic drawer was not detected. A field service engineer powered down the station, replaced the module interface board and drawer controller board, and recovered the drawer followed by diagnostic testing. The system functioned as intended after the field service engineer repaired the device.